Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation after a recent fall. Reprogramming was unable to resolve the issue. X-rays showed no abnormalities. However, diagnostic testing revealed invalid impedance readings on 6 lead contacts. The patient will undergo surgical intervention as the next course of action.